Event description:
It was reported that prior to starting a da vinci surgical procedure, a loose wire was noted at the working end of the prograsp forceps instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient, as the device was not used on the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.